Event description:
The machine was in a heat/disinfect mode post patient treatment. The machine started to smoke and then shut off. After contacting the manufacturer, biomed was referred to the july 2002 service bulletin 02-fhk-001 rev a posted on the website. The service bulletin was not received by the hospital in the mail. The bulletin notes that the power cord wires and connections to the main power switch should be inspected as part of the quarterly/1000 hour inspection. Inspected condition of the wires include melted or discolored insulation or crossed wires that have melted together at their point of intersection. It is visually evident the power cord wire size is smaller in diameter than the rest of the wiring within the power supply thus the power cord cannot handle the same current rating as the internal power supply wiring. It is a concern that serious safety issues are known by the manufacturer and a periodic preventative maintenance may not be sufficient. Also, the time spent on removing the power supply for inspection during the preventative maintenance along with the regular procedure is unreasonable.